Event description:
It was reported that there were ulcerations on the skin and pus where the implantable neurostimulator was placed. Additional information has been requested, but was not available as of the date of this report.